Event description:
It was reported that the nurse was getting zero flow after patient went to computed tomography (CT) on the arctic sun device. Nurse had already tried changing the pads. The system hours were 5216, pump hours were 4500, initial inlet pressure was -0.1psi, circulation pump command was 100 percentage and flow rate at 0lpm. Nurse stopped therapy and disconnected and reconnected pads using proper technique and restarted therapy. The device primed and stopped. Nurse stopped therapy, emptied, and disconnected pads, placed device in manual control. Then the inlet pressure was -0.1psi, circulation pump command was 100 percentage and flow rate at 0lpm. Nurse had someone looking for a new device from another facility.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was an air leak in the fluid delivery line. The serial number was unknown; therefore, the device history record could not be reviewed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the nurse was getting zero flow after patient went to computed tomography (CT) on the arctic sun device. Nurse had already tried changing the pads. The system hours were 5216, pump hours were 4500, initial inlet pressure was -0.1psi, circulation pump command was 100 percentage and flow rate at 0lpm. Nurse stopped therapy and disconnected and reconnected pads using proper technique and restarted therapy. The device primed and stopped. Nurse stopped therapy, emptied, and disconnected pads, placed device in manual control. Then the inlet pressure was -0.1psi, circulation pump command was 100 percentage and flow rate at 0lpm. Nurse had someone looking for a new device from another facility.